Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was not confirmed as not all components were returned for analysis. The foot retraction issue was confirmed. The difficulty to remove the device from the vessel could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effect of vascular injury (tissue damage) is listed in the electronic proglide instructions for use (eifu), as a potential adverse event of use of the device. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. The patient effect is a potential adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: patient code (B)(6) removed.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6 fr sheath hole prior to a endovascular aneurysm repair (evar) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with three proglide devices. Additionally the foot appeared to have not closed fully and resistance was felt when removing from the patient anatomy. The sutures of two new proglide were successfully pre-placed. The sheath was upsized to a 15 fr and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide device sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Nab5.

Event description:
Subsequent to the initial reports, additional information was received. Tissue damage occurred with the second and third proglides, no treatment was done. No additional information was provided.